Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient experienced inadequate pain coverage. The battery was discharged. The outcome was reported as an ongoing event. Interventions included clearing the power on reset (por) and reprogramming. Diagnostic methods included examination/palpation. The patient did not charge the battery. The patient stated that the device did not give good coverage of pain. There was the inability to interrogate. The etiology was noted as recharge process. The event was related to patient non-compliance with recharging scheduled. The event was related to the device or therapy and not related to the implant procedure. The patient had not had the device on since (B)(6) 2014. However, device interrogation on (B)(6) 2014 showed that the battery was okay and the patient used the device 85 percent of the time. The severity was noted as mild. No error codes were noted or showed on the programming report. Additional information received from a healthcare provider (hcp) for a clinical study reported the patient's battery was discharged due to the patient choosing not to charge her device as a result of inadequate pain relief. The patient's device was interrogated on (B)(6) 2014, and it was noted it had not be utilized since the last interrogation. Reprogramming was performed at the (B)(6) visit. On (B)(6) 2015, they were unable to interrogate because the patient did not continue charging the device. It was also reported the stimulator was not helping pain. Outcome was reported as ongoing with no further action needed. Later it was reported that interventions included explanting the entire system. Relevant medical history included: spinal pain.